Event description:
Half of tampon left inside body - vagina [foreign body in reproductive tract] taken tampon out. Ripped off and left inside body [complication of device removal] half of tampon ripped off [device breakage]. Case narrative: consumer reported via email that the tampon ripped and was left inside her body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.